Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. It was also reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.